Event description:
This info was received in on a product quality report. It was reported that the (1) er320 and or stapler malfunctioned/misfired. It was reported by the materials management personnel of the hospital. The rep has been notified of the situation and was asked to clarify this event.